Event description:
A us distributor contacted zoll to report that charger/modem sn (B)(4) displays an error code when charging a battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger displays error code when charging a battery pack) was confirmed. As received, the charger displayed an error code when charging a battery pack. Upon investigation, the q1 transistor was internally shorted. The cause of the error code is the shorted transistor. The root cause of the shorted component could not be positively. No adverse event resulted from the defective charger/modem.